Event description:
The patient had sequential compression device on and they were bunched up causing a suspected deep tissue injury on the left upper heel, at the achilles tendon area. The patient also had prevalon heel protecting boots on which if malpositioned (foot not deep enough) this could potentiate the pressure. The pressure ulcer did not extend and was treated by the wound care rn for the duration of his hospitalization.